Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. The subject device was not returned to omsc, the exact cause of the failure of the main circuit board could not be conclusively determined. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the buttons on the touch panel of the front panel had issue intermittently. There was no report of patient injury associated with the event.